Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Field d4 does not require a full UDI information as the device was manufacturered before 2015. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during the check it was discovered that the unit was showing "fan failure".